Event description:
Spontaneous: per rn (B)(6) at md office to (B)(6) cnss: "the cleos just don't agree with pt-she had blood backing up into the tubing. When I checked her pump to see the rate-immediately smelled remodulin. Not sure where the leaking was coming from or if there was leaking, they think that pump might have an issue. (They just had them all serviced but sounds like that one might be giving them trouble)." Unknown if md aware. No further information available or dates are known or were reported. All known information is contained on this form. Any additional information will be provided on a separate report. Unknown serial number. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Yes; did we [MFR] replace the product? Unk; did the pt have a backup product they were able to switch to? Unk; was the pt able to successfully continue their therapy? Unk; is the therapy life sustaining? Yes. Reported to (B)(6) by health professional.